Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula in a radial artery. A 7.0 x 40, 75cm mustang was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No complication reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was stretched at more than one location. This type of damage is consistent with excessive tensile force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula in a radial artery. A 7.0 x 40, 75cm mustang was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No complication reported and the patient was stable post procedure.